Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room (ER) and subsequently got hospitalized on (B)(6)2025 and received IV (intravenous) and fluids of saline and insulin. It was also reported that patient had elevated blood glucose (494 mg/dl), therefore patient had received correction bolus via pump. The infusion set was in use for three days. The patient also had high ketones. The patient changed infusion set only and resumed insulin. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6007934 in question was manufactured at the reynosa site. The reference samples for the lot 6007934 have already been previously tested for visual inspection and tested for flow in the complaint (B)(4) on 31/may/2025. All test results were found within specifications as per the test report 2091532. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to work instruction (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Functional air flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6007934 was manufactured according to the wi version 97 packaged the multivac mv14, on 28/jun/2024, with a total of (B)(4) units. Welding the lot 4f05205 was manufactured according to the wi version 34, machine ls06 ls07, with a total of (B)(4) units. The lot 4f05206 was manufactured according to the wi version 34, machine ls24, ls25, with a total of (B)(4) units. The lot 4f05208 was manufactured according to the wi version 34, machine ls24 ls25, with a total of (B)(4) units. Gluing connector the lot 4f02905 was glued according to the wi version 37, machine pegado 3, with a total of (B)(4) units. The lot 4f02891 was glued according to the wi version 37, machine pegado 3, with a total of (B)(4) units. The lot 4f02912 was glued according to the wi version 37, machine pegado 3, with a total of (B)(4) units. The lot 4f05204 was glued according to the wi version 37, machine pegado 3, with a total of (B)(4) units. Gluing tubing the lot 4f04516 was glued according to the wi 4905294 version 64, machine sc08, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 03/jul/2025 against malfunction code occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined cannot be determined. No escalation required have been registered in database for the same lot 6007934 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.